Event description:
It was reported that 3 of the bd micro-fine ultra¿ pro pen needle were unable to deliver medication. The following information was provided by the initial reporter: the insulin is not coming out when she tries to sting herself. Date of occurrence : since this month. Quantity : 3 bx of 100.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1 initial reporter phone #: (B)(6). H.6 investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that 3 of the bd micro-fine ultra¿ pro pen needle were unable to deliver medication. The following information was provided by the initial reporter: the insulin is not coming out when she tries to sting herself. Date of occurrence : since this month. Quantity : 3 bx of 100.